Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. The safety feature max delivery alarm functioning properly. The insulin pump was monitored for several days and no, unexpected max delivery or a44 alarms noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alarm noted. However, the insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners and severely scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he had high and low blood glucose. Customer's blood glucose was 433 mg/dl and 50 mg/dl. Device alarmed a test failure alarm. Customer mentioned the device had scuff marks on the device. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.